Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely decreased calcium (ca) results on one patient. The results provided were: initial draw = 1.39mmol/l / repeat = 1.38mmol/l / new draw same day = 2.25mmol/l / retest of original sample = 2.32mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined that there were no similar complaints for lot 20039un17 identified. The tracking and trending report review determined that there were no trends identified. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the calcium reagent package insert provides information on reagent handling, and how it could impact results. The architect system operations manual provides guidance for assay results in regards to symptoms, other test results, clinical impressions and other diagnostic procedures that must be considered for patient care management. It also provides information for maintaining optimal system performance and probable causes and corrective actions for erratic results, poor precision and error codes. Based on the investigation no product deficiency was identified for the clin chem calcium reagent, lot 20039un17.